Event description:
Reporter alleged when the blood glucose device is docked into its base, the base green light blinks despite disconnecting and reconnecting the power in an effort to fix the problem. The mfrs' eval dept determined that pins 3 and 4 were melted. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the subject device and replacement product was sent.